Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having difficulty uploading the insulin pump. Customer reported that the alarm history showed that a button error alarm had occurred. Blood glucose level at the time of the incident was 76 mg/dl. The insulin pump was not replaced or returned for analysis.